Event description:
The physician reported that the patient passed away and that they are unsure of the cause. She said the patient's vns was turned off approximately 1-2 months ago for an MRI and never had it turned back on. The physician tried to convince the patient numerous times to turn it back on, however the patient refused. The physician said it was only programmed to 0.5ma when it was on and never really seemed to change the patient's seizures. The patient's obituary was found online which indicated the date of death was (B)(6) 2016. A copy of the patient's death certificate was requested from the state the patient passed away in but it has not been received to date. An internal unexplained death in epilepsy (sudep) evaluation was performed and the death was determined to be possible sudep.